Event description:
On (B)(6) 2013, the reporter contacted animas alleging that around 12:30 to 1:00am that morning the patient experienced a low blood glucose (bg) and was unconscious and sweating. The patient was reportedly treated by a family member with a glucagon injection, and the patient reportedly drank milk and ate candy once she re-gained consciousness. The patient¿s bg at the time of the low was not reported, but the patient¿s bg at 7:00am after treatment was reported to be 84mg/dl. Customer technical support reviewed the pump with the reporter and found that on (B)(6) 2013, at 10:00pm ,the patient had delivered a 10-unit bolus. Prior to that, a 16unit bolus was programmed at 7:39pm to cover for carbohydrates consumed. The patient had reportedly changed the infusion site on (B)(6) 2013, and a review of the pump history indicated that the prime and fill cannula steps were not completed at that time. Due to the prime and fill cannula steps not being completed, it was determined that the patient may have only actually received 5 to 6units of the 16unit bolus, as about 10units would have been used to prime the tubing and fill the cannula. The patient stated that she did not eat at 10pm, and is unsure why she would have bolused 10 units at that time. There was no pump defect found during troubleshooting. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia while using insulin pump therapy related to use error.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.